Event description:
Philips received a complaint by the customer on the v60 indicating that the patient was admitted to the hospital within 1.5 hours due to recurrent coughing and wheezing for 20 years, accompanied by worsening breathing difficulties. The patient has rapid breathing and cyanosis of the lips. Following the doctor's advice, a non-invasive ventilator was given to assist with breathing. On the 22nd, it was found that the device was frequently out of breath. The ventilator was immediately replaced, and the patient's condition was closely monitored. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient and was confirmed that there was a delay therapy. Per gfe response, it was confirmed that the breathing pipe/patient circuit falls off and is not securely connected. The hospital equipment department replaced the breathing pipe/patient circuit, and the equipment returned to normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.